Event description:
Caller reported a cgm error, known as error 42. There was no adverse impact to the customer's blood glucose level. Caller had already completed a pump reset and was informing technical support about the error. Technical support provided complete pump reset information to assist further.